Event description:
It was reported that a 36mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 13f amplatzer trevisio intravascular delivery system. The device was implanted. The patient had a pre-existing condition of atrial fibrillation. Fluoroscopy and echocardiogram (echo) was used during the procedure. The atrial septal defect was measured as 28mm in echo, 31.7mm on echo with a balloon at stop flow, and 37mm on angiography. Sizing was taken from the balloon measurement. The device was implanted. The decision was made to perform cardioversion. The cardioversion caused the device to embolize to the left atrium. The device was snared with a transcatheter snare and removed from the patient. A new 40mm amplatzer septal occluder was selected for implant. The device was implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a device embolization into the left atrium was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Information from the field indicated that cardioversion was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information the cause of the reported event was due to cardioversion but could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.